Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they had issues again with the bipolar instrument not working. Customer informed they had a message, "c-84 activation has been halted." Customer also informed they had a u-04 error on the integrated electrosurgical unit (iesu). Customer then informed the u-04 error cleared. Tse then had the customer inspect the external foot pedals and they informed there was stuff on the pedals. Customer would like the field service engineer (fse) follow up . Customer completed procedure with monopolar energy. The live logs were not available during the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the integrated electrosurgical unit (iesu). System tested and verified as ready for use. Isi received the integrated electrosurgical unit (iesu) involved with this complaint and completed the evaluation. Failure analysis could not reproduce the reported complaint. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to OEM for further investigation. As of (B)(6) 2022, a review of the site's complaint history revealed patient identifier (B)(6) is related to patient identifier (B)(6). A system log review was performed. Per the review, the following was confirmed: the inguinal hernia - unilateral was performed on (B)(6) 2022 on system sk1575. This complaint is considered a reportable event due to the following conclusion: the bipolar port of the integrated electrosurgical unit (iesu) was abandoned after the start of the procedure and the surgeon was able to continue with use of the monopolar port. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.